Manufacturer narrative:
(B) (4).

Event description:
It was reported that the patient had experienced increased pain. A motor stall occurred after the patient had an MRI done on an unspecified date. The pump was checked after the patient's MRI but had not yet recovered. A recovery was noted on (B) (6) 2009, after the physician had given the patient a bolus. It was stated that the patient "seemed to be fine." The medication being delivered via the device system was not reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.